Event description:
It was reported that the hand piece for battery powered driver runs continuously when a battery is attached. The issue was discovered outside of surgery in the sterile processing department. There was no case or patient involvement. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. A review of the service history records has been requested and is currently pending completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A service and repair evaluation was preformed: the customer reported the motor was running continuously. The repair technician reported the contact plate was cracked, the nose piece was worn, and the motor was running slow. The repair technician was unable to duplicate the complained issue. Motor failure is the reason for repair. The cause of the issue is unknown. The following parts were replaced: contact plate, nose cone, circuit board, motor, membrane switch/flex circuit, and all applicable components. This item was repaired, passed synthes final inspection and returned to the customer on 19 jun-2015. The evaluation was unconfirmed. A service history review was preformed: lot (B)(4) a service history of the past three years has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. The manufacture date of this item is 15-feb-2010. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information reported to re-affirm that the malfunction was discovered in the spd room after surgery. There was no delay in surgery. There was no patient involvement.